Event description:
It was reported that the pt's pump stalled after an MRI; the stall was confirmed by telemetry. The motor stall was noted in the pump log on (B)(6) 2010 at 1000. A motor stall recovery occurred on (B)(6) 2010 at 1538. The eri on the pump was (B)(4). The medications being delivered via the device system were dilaudid, clonidine and bupivicaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).